Event description:
It was reported that the bd q-syte luer access split septum was damaged. The following information was provided by the initial reporter, translated from chinese to english: on august 25, blood (2) found that the separator was dented after disassembling the separator. If it continues to be used, the infusion system will not be able to complete closed infusion. Because it was discovered before use on the patient, the patient was treated normally after replacing it in time, and the infusion system was not able to complete the closed infusion.

Manufacturer narrative:
E.1 initial reporter phone #: (B)(6). E1: initial reporter facility name: (B)(6) hospital. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored.